Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis in broken into 2 sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break and multiple hypotube kinks. The hypotube was broken 840mm distal of the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found a kink in the inner and outer shaft polymer extrusion 215mm proximal to the distal tip of the device. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The most probable root cause has been determined to be use/user error as the direction for use states: "once the stent delivery system has been removed, do not reuse.¿¿ however, this device was used in attempt to cross the lesion, removed from the patient and a second attempt was then made to insert the device. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out and pre-dilation was performed. The device was re-advanced; however, it was noted that the shaft was separated near the area where y connector passed through. The device was separated outside the patient's body and was able to pulled out. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was pulled out and pre-dilation was performed. The device was re-advanced; however, it was noted that the shaft was separated near the area where y connector passed through. The device was separated outside the patient's body and was able to pulled out. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.